Event description:
It was reported that during the implant procedure, unacceptable threshold and p-wave measurements were noted. The physician tried to reposition the lead several times and after several attempts physician was having difficulty in unscrewing the lead. When physician repositioned the lead again, the helix would not extend. Physician decided not to use this lead. A new lead was implanted and the procedure was completed. Patient¿s condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(6) 2017.